Event description:
It was reported to medtronic minimed that the customer reported a stuck button and keys were slowly responding on insulin pump. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and found that the pump has not been exposed to altitude change but time does advance when display was observed, instructed customer that pump will be replaced. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self test. However, pump received with intermittent select or not clicking button response. No stuck button alarm in the pump history noted. The keypad overlay was removed to perform visual inspection and found cracked keypad dome switch on the select button. No select button not stuck noted. Pump was cut open to perform visual inspection and found no physical or moisture damage to the electronic assembly or motor assembly. The j1 connector on pcba 1 was locked properly during visual inspection. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked up, down and select button keypad overlay and pillowing keypad overlay. Pump received with intermittent due to cracked select button keypad dome switch. Customer alleged stuck button not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.